Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was cracked and both bail covers were broken. (B)(4).

Event description:
It was reported the lower display is defective. The lower display is 'fuzzy' and difficult to read, may be missing pixel segments. The device was returned for repair. There was no patient involvement.